Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented with premature battery depletion. The patient was under physicians monitoring. The physician elected to replace the device after the device was placed on advisory. Review of the merlin.net transmission revealed normal battery behavior. The device was explanted and replaced. The patient was stable before, after and post-procedure.